Event description:
The customer reported a scrambled image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
Device was not returned for eval as phone support was provided to upgrade firmware. (B)(4).